Event description:
On (B)(6) 2017 the reporter contacted lifescan (USA) alleging that the lay user/patient¿s onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the accuracy issue began between 3:30 and 4pm on (B)(6) 2017 when the patient alleged obtaining blood glucose results of ¿61, 85 and 95mg/dl¿ using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for precision. The reporter confirmed that the patient does not take any medications to manage her diabetes, and stated that the patient experienced symptoms of ¿anxious¿ immediately after the alleged issue began and reportedly waited an additional 30 minutes before consuming food. The reporter did not specify that the patient received any further form of medical intervention in response to the reported event. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, the same approved sample site was used for testing, the patient¿s testing procedure was correct and the test strips were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lifescan's precision criteria and the alleged inaccuracy was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.